Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The investigation was unable to identify the cause for the reported event. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product will not be returned to medtronic's u.s. Service depot for analysis. Investigation is planned, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
Medtronic received information that a biocal heater/cooler instrument was reported to have attributed to an adverse patient event. The codes reported to the to the food and drug administration were "foreign material present" and "bacterial contamination" in device. Additional information from the facility was received. The patient underwent a valve and aortic root replacement procedure. Approximately 1 month post procedure the patient was "showing signs of not feeling well". A cause was not determined. 3.5 months post implant the patient was admitted to the hospital and tested positive for mycobacterim abscessus and endocarditis of the valve. The patient had no prior history of infection. The patient passed 6 months post procedure with cause of death listed as endocarditis due to mycobacterium abscessus, acute renal failure, sepsis and respiratory failure. The instrument was initially pulled out of service by the facility, but has since been sterilized by the facility and returned to use.